Manufacturer narrative:
Concomitant medical products: 1488t lead implanted: (B)(6) 2001; 1488t lead implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced mediastinal hematoma and bilateral hematomas at the site of their implantable pulse generator (ipg). It was further reported the patient experienced tamponade and they underwent sternotomy, thoracic surgery and tricuspid valve repair. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.